Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. The device sample is needed to evaluate and confirm the alleged defect reported. Customer complaint cannot be confirmed. No root cause can be determined. No corrective actions can be assigned. If the device sample becomes available this report will be updated.

Event description:
Customer complaint alleges the device "is not adequately humidifying trach patients", causing a build up of dried secretions in the tracheostomy tube. No patient injury or complication was reported.